Event description:
A customer reported that the facility may have had a problem with a viscoelastic product. Additional information was obtained upon follow up with a director of patient safety who clarified that the facility suspects two patients with tass one day post op in which viscoelastic product was used during their procedures. The procedure information is unknown. Additional information has been requested.

Manufacturer narrative:
No sample was received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).